Manufacturer narrative:
The account replaced the compressor to resolve the issue.

Event description:
The account alleged he found that the air compressor cable had 50% of the neutral wire cut and the hot wire was nicked due to being routed around the switching valve bracket too tightly causing them to be cut over time.